Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of increased gradients was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the reported event. A review of IFU revealed no inadequacies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''at the end of initial tavr, the patient was deemed to have trace pvl. The patient had an echo done approximately 1 month post initial tavr and was found to have mild pvl. Finally, the patient became symptomatic and presented with a higher gradient and what was thought to be moderate pvl. Per cath findings, the patient underwent a valve in valve procedure with a 26mm sapien 3 ultra.'' In this case, patient was experiencing paravalvular regurgitation. Regurgitation allows some of the blood that was pumped out of the left ventricle to leak back in. As the left ventricle works harder to keep pushing blood through the deployed valve, which may result in increased gradients. As such, available information suggests that patient factors (regurgitation) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : remains implanted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 ultra was implanted 5 months and 15 days was noted to have increased gradients and moderate pvl. As reported, at the end of initial tavr, the patient was deemed to have trace pvl. The patient had an echo done approximately 1 month post initial tavr and was found to have mild pvl. Finally, the patient became symptomatic and presented with a higher gradient and what was thought to be moderate pvl. Per cath findings, the patient underwent a valve in valve procedure with a 26mm sapien 3 ultra. The patient left the cath lab with zero pvl and a mean gradient of 5mmhg.